Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Medical devices: 5568-53 lead implanted: (B)(6) 2001 the initial reported event of infection was received on (B)(6) 2017. Of note the serious injury is normally submitted via an alternative summary report that would have been due on (B)(6) 2017. Information was subsequently received on (B)(6) 2017 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a bimonthly report.

Event description:
It was reported that the lead was explanted due to an infection. The lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.